Manufacturer narrative:
(B)(4).

Event description:
Additional information was received, which indicated that the cornea was clear and there were a few cells in the anterior on the first postoperative day. The following evening the patient experienced difficulty seeing with the left eye. The next day the patient reported that she sees "something like a black skin" and the examination found descemet's fold which was not previously noticed. The inflammation inside the eye was not severe, but the corneal endothelium looked rough to the touch. There was no vitreous clouding. Twelve days later, additional medications were started. Approximately six weeks postoperative the patient was fully recovered.

Event description:
A surgeon reported that one week following an intraocular lens (iol) implant procedure, a patient was diagnosed with severe keratitis the chief doctor has already stated his opinion is the iol was not the cause of the keratitis, however, there was no explanation provided as to what may have caused/contributed to the event. The product remains implanted in the patients eye. No further information is expected.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that on the third postoperative day the patient developed mild corneal edema, anterior chamber cells, anterior chamber flare level of 22.4 and descemet's folds. Five days later the flare level was 17.9 and the descemet's folds worsened. There was no bacterial inspection performed. The patient was treated with steroids, antibiotics and non-steroidal medications. The symptoms improved after the initial medical treatment. According to the surgeon, the event was non-infectious.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).